Manufacturer narrative:
Concomitant medical products: product ID 977c165; serial# (B)(4); implanted: (B)(6) 2016; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that per the patient¿s doctor, the patient did not like the stimulation sensation experienced on both hd (high density) and ld (low density) programming with their ins. A rep had met with the patient for programming in the past and the patient did not return multiple calls/attempts to get in contact with them. The most recent attempt to connect with the patient was (B)(6) 2020. There were no factors that contributed to the issue. It was reported that the patient¿s ins was explanted and replaced with another manufacturer¿s device. The customer discarded the ins and the leads remained implanted. It was reported that the event occurred on (B)(6) 2020. The issue was resolved at the time of the event. No further complications were reported/anticipated.